Manufacturer narrative:
Correction information: d4 catalog number corrected. H6 component code g04105 changed to g07003. The investigation for the major bleed has been completed. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was placed in a 51-year-old male with a significant medical history including acute myocardial infarction, cardiogenic shock, and known coronary artery disease. Presented in the setting of sky stage e cardiogenic shock. The patient required inotropic support, vasopressors, and mechanical ventilation for respiratory failure. According to the intensivist, the graft site to the aorta tore, resulting in acute and substantial intrathoracic bleeding, which was directly visualized due to the patient having an open chest following direct surgical placement of the device. The surgeon was unavailable at the time due to participation in an emergent coronary artery bypass graft procedure, and the intensivist sutured the graft site; however, the patient continued to clinically deteriorate despite intervention. The reported patient events included major bleeding and death. The patient¿s clinical course occurred in the context of advanced cardiogenic shock, extensive coronary artery disease, critical illness requiring vasoactive and ventilatory support, and an open surgical chest, all of which are recognized risk factors for bleeding, hemodynamic instability, and poor outcomes. Based on comprehensive review of the available information, the reported bleeding and subsequent death are consistent with the patient¿s underlying disease severity and procedural complexity. Comprehensive review did not identify evidence suggesting a causal relationship between the impella 5.5 device and the reported patient outcome. The patient expired.